Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal did not load properly as the delivery tube did not go into the loading device straight. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. The delivery device was received outside of the loading device. The green slide lock and white plunger were not depressed on the delivery device. The seal was received inside the body of the loading device, attached to the tension spring assembly. Based upon the evaluation results, the reported complaint for "failure to load" was confirmed. (B)(4).